Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited undersensing during episodes of atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.